Manufacturer narrative:
Analysis on the returned emitter resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the reported problem could not be duplicated. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. It passed the accuracy test with an error of 1.232mm. Flexing the cable does not indicate any intermittent opens. Fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem emitter was not working. Once the axiem emitter was replaced, the system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while doing an in-service, it was discovered that the emitter was not functioning. It was noted that the axiem box displayed 7, the emitter was not "chirping" and showed the em interface coils in "off' status. There was no patient present when this issue was identified.